Event description:
Potential for injury associated with wobbly wheels on a 9sl manual wheelchair. This event could cause possible product instability and the potential for the chair to not maintain its intended weight-bearing status.